Manufacturer narrative:
Date of event is estimated. Date of explant is unknown. During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 1627487-2020-31233. Related manufacturer reference number 1627487-2020-31235. It was reported that patient¿s body was rejecting the spinal cord stimulator system. As a result, surgical intervention was undertaken at unknown date wherein the entire system was explanted.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.